Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the chin and prejowl sulcus on mandible with 1 cc of juvéderm® voluma¿ xc. During injection, the healthcare professional noticed ¿blanching¿ of a posterior area/lateral area. The injection was stopped and a vigorous massage was performed along with a warm compress. There was a ¿purple mottled area¿ at left chin that was ¿warm to touch without pain.¿ it was noted that event "was due to arterial occlusion." The area became ¿pink¿ and was ¿well perfused¿ with ¿good capillary refill.¿ the patient was sent home, and by the next day, the patient was treated with a warm compress, nitropaste, hyaluronidase, 652 mg asa, and prednisone 40 mg. The following day the patient was treated with prednisone 60 mg do, nitropaste, clindamycin, and mupirocin. The next day, the patent was given 300 u of hyaluronidase. The patient was recommended the use of a hyperbaric chamber but could not go. The event is ongoing but has improved.

Event description:
Additionally, the healthcare professional reported that the 1 cc of juvéderm® voluma¿ xc was "distributed between the menton of the chin and anterior to the antegonial notch.¿ the nitropaste treatment was ceased the same day it was given. The next day, the patient was treated with sildenafil 50 mg qd x 5 days along with the reported "300 u of hyaluronidase." By day 9, the patient significantly improved. A final follow up occurred 2 weeks later where it was noted that the event completely resolved.